Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the customer's device and was unable to duplicate or verify the reported issue. The device was archived by stryker. The root cause of the reported issue was determined to be due to the user not maintaining the device.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon inspection, by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would no longer power on. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). Upon inspection, by physio-control, it was observed that the device would no longer power on. There was no patient use associated with the reported event.